Event description:
It was reported that the user experienced loss of glucose readings on the ilet while dexcom g7 readings continued in the g7 app, and the agent guided the user to switch the ilet cgm setting to g7 and reenter the four-digit pairing code, after which pairing was expected to complete within 15¿30 minutes; the event aligned with an intermittent communication failure involving the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue resulting in intermittent communication failure between the ilet and the dexcom g7, with the antenna component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.